Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 1 year, 11 months. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient had been listed for a heart and kidney transplant as status 1a since (B)(6) 2016. The patient's lactate dehydrogenase (ldh) level was 970 u/l prior to receiving the transplants. The ldh had been increasing since (B)(6) 2016 when it was 731 u/l. No treatment for the elevated ldh was rendered. The patient was transplanted on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
The evaluation confirmed the presence of depositions in the device which could have contributed to the reported elevation in the patient¿s lactate dehydrogenase level. Examination of the rotor inlet revealed a tissue-like thrombus formation adhered around the inlet bearing ball. The deposition appeared to have formed in laminated layers and showed some darker areas of potential denaturing, indicating that it likely developed in this location over an undetermined period of time while the pump was operating. Additionally, a small, white, tissue-like deposition was present on the proximal side of the outlet stator, adjacent to the outlet bearing ball. The deposition lacked lamination, lacked denaturing, and was not adhered to the bearing ball or stator blades. The deposition did not appear to have originated from this location. Its specific origin could not be conclusively determined. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.